Manufacturer narrative:
Product analysis : the full lead was returned and analyzed. The helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated apparent explant damage. The analyst indicated the helix was received extended and bent.

Event description:
It was reported that the right atrial (ra) lead was not sensing or capturing. X-ray determined that the lead was dislodged into the ventricular. The physician felt that the distal part of the helix was bent. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.